Event description:
It was reported that this right atrial (ra) lead had pulled back which was noted via x-ray. The physician plans to add some more slack to this lead. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had pulled back which was noted via x-ray. The physician plans to add some more slack to this lead. This lead remains in service. No adverse patient effects were reported. Additional information was received indicating that the patient had infection and this lead was explanted. No additional adverse patient effects were reported.